Event description:
It was reported that drainage lumen of the foley catheter had obstruction. This patient underwent surgery on (B)(6). After surgery, patient returned to the ward on the 4th floor, but they noticed that urine was not flowing out. The urethral foley catheter was replaced and urine flow was confirmed. After checking with the operating room and heard that there were some problems, so they tried to flush water into the catheter, but there was resistance, and the fluid could not be flushed out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - CAPA confirmed. Addressed (B)(6). Photo: received six (6) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with drainage bag. Visual: received one (1) used all-silicone temp sensing foley catheter with drainage bag without original packaging. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and blockage present on drainage lumen this is out of specification per (B)(4), which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Root cause: the blockage of the drain lumen was determined to be due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as CAPA 11881143 is applicable for this product lot number per (B)(4). Based on the investigation results no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage lumen of the foley catheter had obstruction. This patient underwent surgery on april 3rd. After surgery, patient returned to the ward on the 4th floor, but they noticed that urine was not flowing out. The urethral foley catheter was replaced and urine flow was confirmed. After checking with the operating room and heard that there were some problems, so they tried to flush water into the catheter, but there was resistance, and the fluid could not be flushed out.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage lumen of the foley catheter had obstruction. This patient underwent surgery on (B)(6). After surgery, patient returned to the ward on the 4th floor, but they noticed that urine was not flowing out. The urethral foley catheter was replaced and urine flow was confirmed. After checking with the operating room and heard that there were some problems, so they tried to flush water into the catheter, but there was resistance, and the fluid could not be flushed out.